Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was received in segments and no anomalies were found. There was blood/body fluid in/on the helix mechanism and on the sleeve head. Tip seal observation. (B)(4) : the full lead was returned where it was discovered that the helix was disengaged from helical channel. There was blood/body fluid in/on the helix mechanism and on the sleeve head. Tip seal observation.

Event description:
It was reported that during implant attempt, the first lead had high impedance at several positions, bad stylet handling and couldn't be positioned to the tip of the lead after multiple attempts. It was further reported that on the second lead, the screw was not able to extend after repositioning of the lead. The leads were not used and were replaced. No patient complications have been reported as a result of this event.